Manufacturer narrative:
The suspected pump was returned for evaluation. Visual inspection and functional testing was carried out. Upon visual inspection dso seal delaminated, uso seal contaminated were noted. Event history log was reviewed where a high alarm displayed cassette not attached properly. The reported event could not be confirmed through, due to dso sensor being damaged (unresponsive) and unable to perform dso/uso occlusion test. Upon further investigation, found dso sensor unresponsive/damaged and uso seal delaminated. Replaced dso sensor, dso seal, and uso seal. Performed dso/uso sensor calibration. Validated repair through downstream occlusion / upstream occlusion (dso/uso) test. Performed performance verification testing, unit pass all testing criteria. Software updated. Unit reset to standard configuration.

Event description:
It was reported that during testing the pump does not alarm during distal occlusion test and requires further evaluation. There was no patient involvement and no patient harm reported.